Event description:
Healthcare professional reported approximately two months after injection with 'juvederm ultra plus in the temples (bilaterally) and a small amount in the upper lip, patient presented with swelling and firmness at the injection sites. Patient noticed symptoms while camping, stating that the increasing swelling, was "like an allergic reaction" and caused the patient to seek medical attention at an "emerg locally". The physician at the "emerg" prescribed "prednisone on a tapering dose" which "took down the allergy-like symptoms (fluid under the eyes, etc.)" Patient still has "firmness and swelling [at the] temples" and the patient's lips "have nodules-lime the product has almost "clumped up".

Manufacturer narrative:
(B)(4). Attempts to follow up with the injecting healthcare professional have been unsuccessful therefore information such as the device lot number is unavailable at this time. Device labeling: undesirable effects. The patients must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain or pressure or both, occurring after the injection. Induration or nodules at the injection site. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account.